Event description:
It was reported that a user experienced hyperglycemia with blood glucose peaking at 328 mg/dl for several hours after a breakfast meal announcement while using the ilet, during which the device delivered approximately 20 units of insulin and later reduced delivery as glucose trended down. Symptoms included high blood glucose without reported acute complications. Outcomes included self-monitoring at home with no medical intervention and subsequent glucose improvement to 140 mg/dl. Investigation included review of insulin delivery history, glucose trends, and discussion of the device¿s insulin modulation algorithm, as well as user education and troubleshooting. Investigation of this case revealed no observed infusion set leaks or tubing kinks and no device alarms, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.